Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reports that blood glucose was 600 mg/dl. Customer reports of changing batteries and received a "signal too low" alarm and an "unexpected restart" alarm. Customer was advised to monitor pump and to call back should issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.